Event description:
The device was returned without a complaint. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched lcd window and missing end cap sticker.